Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Updates to sections b5 and h6.

Event description:
The reported problem occurred during staff training.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the cable was scratched by an impact or sharp object resulting in a hole in the cable. Water intrusion from that area caused a short-circuit, which prevented communication between the processor and the camera head, resulting in the issue. Damage to the cable is likely caused by the user's handling. This issue is addressed in the instructions for use (IFU): "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; no image was produced and the cause isolated to a cable that was cut and leaking. Based on the device evaluation results, the likely cause of the damaged cable is user handling.

Event description:
A user facility reported to olympus that no image appeared on the monitor, only a color bar screen appeared. The problem, as reported to olympus, was identified on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.